Event description:
A user facility returned the olympus asset, bronchovideoscope, to the olympus service center. Upon inspection and testing of the returned device, it was observed that the connecting tube had coating peeling. This report is being submitted for the event found during evaluation. There was no patient involvement.

Manufacturer narrative:
The device was returned and as part of the asset return process in addition to the reportable findings documented in b5, the non-reportable findings are as follows; water tightness was lost due to a pinhole on the bending cover section, damage on the channel tube, deformation of the electrical connector and suction connector; the distal end was shaved, adhesive on the bending section cover was detached, due to wear of the angle wire, the bending section cannot be bent in the up direction at all, the grip was a dent, the control unit and universal cord was scratched, and the up down plate and angulation lever had discoloration. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided. E1/ address: ground floor, tower-c sas tower, the medicity complex sector- 38 added here due to character limitation in respective field.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and device evaluation. A review of device history record and historical complaints analysis was conducted and no deviations that could have caused or contributed to the reported issue were identified. Based on the results of the investigation, a definitive root cause of the observed insertion tube coating peeling issue could not be determined, however, the issue is likely the result of physical and or chemical stress on the insertion section during user handling/mishandling. The event can be detected by following the instructions for use (IFU) which states: 3.2 inspection of the endoscope 5. Inspect the external surface of the entire insertion tube including the bending section and the distal end for dents, bulges, swelling, peeling, scratching, holes, sagging, transformation, bends, adhesion of foreign body, dropout of parts, any protruding objects or other irregularities. Olympus will continue to monitor field performance for this device.